Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when trying to implant the device, it came apart. According to the report, the doctor attempted to repair and was unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.